Manufacturer narrative:
The t:slim pump user guide states: if you start to set a temp rate alert, but do not complete the request within 90 seconds, the incomplete temp rate alert occurs. You are prompted to continue setting up your temp rate, or tap back if you do not want to continue setting up your temp rate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete temp rate alert. The customer's blood glucose level was over 600 mg/dl and delivered a bolus with the pump to address bg level. Reportedly, the customer stated it was possible that had entered the temp rate screen by mistake. Tandem technical support educated the customer about the meaning of the alert and reminded to back out to the main screen to clear the alert. Customer acknowledged.